Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a left colon resection procedure, during third or fourth firing the plastic blue firing handle broke off. The surgeon was able to drive the staples forward by sticking another device inside to push the stapling process forward. Essentially, he used another device as a handle since the plastic handle broke on the original stapler. There were no adverse consequences for the patient.